Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having a blood glucose of 438 mg/dl. The customer treated with a shot and her blood glucose is 346 mg/dl. The customer wants to make sure that her pump is set up correctly. The customer changed her infusion set and her blood glucose was 458mg/dl and 535mg/dl. There was no medical treatment required. Troublshooting was performed. The customer declined troublshooting for site or insulin issues. The customer mentioned there had been changes to the programming of the insulin pump. Nothing is returning.